Event description:
It was reported that the patient underwent cervical fusion from oc to c7. Approximately six weeks later, x-rays showed the screws and the plate had backed out of the occiput. Revision surgery was scheduled for (B) (6) 2009.

Manufacturer narrative:
(B) (4): the product was not returned for evaluation. Imaging films were not provided. With the available information, a cause or contributing factor cannot be identified.